Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a slight decrease in atrial pacing impedance measurements and sensing measurements since implant. Additionally, atrial undersensing was observed in rythmiq electrograms (egms). Further review with a boston scientific programmer was recommended. The system remains in service. No adverse patient effects were reported.